Event description:
The customer reported the lift column will not go up or down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended. This MDR is related to ge healthcare (B) (4).